Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The right direction of angulation was out of standards due to the worn angle wire. The up and down knob of angulation was out of standards due to the worn angle wire. There was a gap on the bending section rubber adhere. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the distal end cover of the device was broken. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to applied physical stress by the user handling. If significant additional information is received, this report will be supplemented.